Event description:
It was reported that an attorney alleged that the patient has had blood clots in their left arm due to the replacement of the failed pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.